Event description:
While inserting the device in the fallopian tube, the reporting physician used the button and it did not release completely. Part of the device was in the fallopian tube and the rest of the coils unraveled. He could not remove the device and he pushed the unraveled coils back in the patient's uterus. He was taking her to the operation room for a tubal ligation.